Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose and no delivery alarm. Customer stated blood glucose reading was 280 mg/dl. Troubleshooting was done for high blood glucose. Advised customer to remove the infusion set from the body and stated the cannula was bent. Advised customer high blood glucose reading is often caused by infusion set issues. Advised customer to change the entire infusion set every 2-3 days. No further information provided.